Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the right atrial (ra) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that it appeared to show myopotential noise with oversensing on the ra channel which was resulting in inappropriate atr mode switching. This noise corresponded to signals on the shock egm. The one-year ra lead trend data showed an in-range intrinsic amplitude 3.3-7.7mv. Ts recommended programming options and to further consider investigating the mechanical integrity of ra lead. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).